Event description:
It was reported by the patient that when they got up from the couch, the patient felt several dull shocks in the device area over a 30 minute period. The patient indicated the feeling went away and it has not happened since. Follow up with the clinic found that the patient had been experiencing some diaphragmatic stimulation and device reprogramming was done to resolve the issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296 implantable pacing lead, (B)(6) 2013. (B)(4).